Event description:
During a procedure a piece of the inserter fell off. The surgeon was able to use the inserter to successfully complete the procedure. There were no reported delays in the surgery and no report of patient injury. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Placeholder.